Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#:va13kdm, implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va13kdm, ubd: 22-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient's symptoms returned. The programmer was unable to communicate with the device. Both the ins and lead were removed and replaced with a competitor system. The issue was resolved at the time of the report.